Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Unit was not return to our facility for further evaluaiton; therefore, this complaint was closed as issue reported not confirmed.

Event description:
As reported by user facility: was hanging morphine and pressed start, came back 10 minutes later and morphine was not given. Started pump again and came back 10 minutes later and only 1/2 of morphine was given.